Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date estimated as the date the first mitraclip procedure was performed within the article. The devices are not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported through an investigator sponsored study summary report titled "hemodynamic and clinical monitoring program during and after the mitraclip procedure in patients with secondary mr and advanced systolic heart failure" that mitraclip procedures were performed between 04/06/2016 and 06/27/2018. Information suggests that complications occurred including: acute pulmonary hemorrhage, anterior mitral valve tissue damage with surgical mitral valve reconstruction, clip detachment with severe mitral insufficiency and pulmonary congestion with incipient pulmonary edema, which was well declining under conservative therapy and noninvasive ventilation, partial clip detachment with severe mitral insufficiency, subarachnoid hemorrhage with oral anticoagulation, dyspnea, treatment with left ventricular assistance device, and mitral valve surgery in 7.5% of patients. Specific patient information is unknown.

Manufacturer narrative:
Internal file number - (B)(4). The UDI is unknown because the part and lot number were not provided. The device was not returned for analysis. A review of the lot history record and complaint history could not be performed, as the lot number for the device was unknown and could not be provided. The reported patient effect of dyspnea, hemorrhage, intracranial hemorrhage, mitral regurgitation, pulmonary edema, tissue damage as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated and reviewed, and a definitive cause for the reported failure modes and patient effect cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.